Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported left side"capsular contracture baker grade iii, pain, induration, and deformity¿, ¿nodular imaging in the left breast¿, ¿folds and cysts¿, ¿peri-implant fluid¿. Device remains implanted.